Manufacturer narrative:
The customer reported that the central nurse's station (cns) stopped recording vitals for patients that were on devices connected via wifi. The customer stated the the cns has a mix of devices, but mosly gz-130pa's with about 5 bsm-1700's. According to the customer, bed name pmtele-56 gave comm loss message when the vitals signs disappeared. Patient on devices connected via network cable had no issues. The customer has uploaded the logs. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: gz transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni . Bedside monitors (bsm's): model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni

Event description:
The customer reported that the central nurse's station (cns) stopped recording vitals for patients that were on devices connected via wifi. There was no patient injury reported.